Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lots h08l04067 with no issues noted during the manufacturing process. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of three reports associated with this event.

Event description:
Baxter received a call from a caregiver (cg) regarding the home patient (hp) being hospitalized. On (B)(6) 2011, baxter received a report confirming that the hp was hospitalized on (B)(6) 2011 for peritonitis. The cg stated that the hp was in (B)(6) at the time of the event. No causality information was given. Peritoneal dialysis (pd) cultures were obtained. Unknown. The cg stated that the event had not yet been reported to the hp's pdrn in (B)(6). At the time of this report, the hp was still hospitalized and the peritonitis was ongoing.